Manufacturer narrative:
H3: one device was received for evaluation. It was reported that complaint of ¿¿cassette not attached properly, re-attach cassette¿ error and also on a/o screen: dso sensor doesn¿t show any change when pressed¿ confirmed through dso sensor unresponsive in visual inspection but could not confirm ¿cassette not attached properly¿ alarm through pump power up test and 50ml cassette with fluid installed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the device is giving "cassette not attached properly, re-attach cassette" error and also on a/o screen: dso sensor doesn't show any change when pressed. There was no patient involvement.